Event description:
It was reported that during an implant procedure, the right ventricular [rv] pace/sense port set screw would not tighten to the rv lead and would not engage with the wrench. It was also reported that this resulted in the rv lead not being able to capture. The physician made multiple attempts with two wrenches to tighten the rv port set screw, but the set screw would not tighten. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that there was foriegn material in the setscrew socket.